Event description:
Caller reported a cgm error with code 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance from technical support and was guided through a complete pump reset, which resolved the issue as the pump did not display the cgm error code again. The caller successfully started a new sensor session.